Event description:
It was reported that after a c-section, while checking the wound, the staples were not form properly. Appears the staples worked themselves from the incision site. The patient incurred an infection and it is unknown how the infection was treated.